Manufacturer narrative:
Device evaluated by manufacturer: the catheter unit was attached to a test advancer unit and an attempt was made to wet test the catheter device. Saline leaked approximately 22cm from the strain relief of the catheter sheath. A pin hole was noticed. It was not possible to wet test the catheter device due to the saline leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/ use error. The dfu states "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve.' (B)(4)

Event description:
It was reported that during a rotational atherectomy treatment procedure, the shaft of the burr was punctured. The 1.75mm rotablator burr catheter was prepped and platformed. Once the burr was inside the body, the device was not able to maintain a rotational speed. The burr was then removed from the body and a kink/puncture in the shaft of the burr catheter was noticed. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is okay.